Manufacturer narrative:
Blood loss is not listed in the instructions for use. Separates is not listed in the instructions for use. The device was requested but was not returned for investigation. Per specification, it is confirmed that the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is also verified that the coils in sheath continue into cap. A review of records revealed the devices from the complaint lot number were assembled after the effective implementation date of september 15, 2010 that required additional processes for the hub attachment process on flexor sheaths 8.5 fr and less. A CAPA was previously issued at management discretion for this mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.

Event description:
On extraction of the sheath, hub came away. Forceps used to stem arterial flow from sheath. The complainant did not report any adverse effects on the pt due to this occurrence.